Event description:
The customer received a blood glucose reading of 70mg/dl from the contour, retested on a different meter and the reading was 200mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product was not expected to be returned for evaluation. Product was not replaced.